Manufacturer narrative:
Correction on initial report: additional information provided: the customer¿s report of an overinfusion was not confirmed. Physical inspection of the device noted no damage with the instrument seal intact. The platen was observed to be broken at the top hinge. There were no anomalies observed with the returned primary set. Review of the device error logs found no errors during the time period of the reported event. Analysis of the pcu event log contained no obvious programming errors. Functional testing performed found the device delivering fluid within specification when tested as received with the broken platen. There were no anomalies observed from the set. The probable cause of the customer¿s report of an overinfusion was identified as due to a broken platen. The root cause of the broken platen was not determined.

Event description:
It was reported that a 100ml zosyn infusion was set to infuse at 25ml/hr for 4 hours, per the facility protocol. Less than an hour later, the medication was completely empty, no leaks or puddles were found. The pump was double checked and the it still had 2 hours and 43 minutes left to infuse the zosyn, and the volume infused was 20ml. There was no impact to the patient.

Manufacturer narrative:
Concomitant medical products: piperacillin and tazobactam for injection lot hy3480 exp mar 2020, 3.375 grams / vial. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a nurse administered IV zosyn on IV pump as ordered and per protocol. Zoysn was set to infuse at 25 ml for 4 hours for a total of 100 ml. The nurse returned to the room less than a 1 hour later to find medication was completely empty, no leaks or puddles found. Other nurses came to the bedside to double check the pump and the pump still had 2 hours and 43 minutes left to infuse medication. Volume infused read 20 ml. Customer reported no harm.